Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On 08/18/2025, it was reported that the patient went to the hospital because the wife noticed that he was confused and argumentative while having normal cgm readings (unspecified value). When his bg was measured at the hospital, it showed 899 mg/dl while the cgm was showing normal readings (unspecified value). The patient was treated with insulin drip at the hospital. No other information was gathered as the patient was disconnected. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.